Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of constipation, live birth, parity 3, multi gravida, pap smear abnormal and overweight. Previously administered products included: tramadol for pelvic pain female, ibuprofen and neurontin [gabapentin] for pelvic pain female and tylenol and motrin [ibuprofen]. Concurrent conditions were listed as pelvic pain female and benign ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3778 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (high uterosacral vault suspension transvaginal taping cystoscopy, vaginal hysterectomy total). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date: on (B)(6) 2020 and on (B)(6) 2021. Essure found (on (B)(6) 2021) after surgery on (B)(6) 2020. On (B)(6) 2020: specimen received: fallopian tube, salpingectomy ¿ right fallopian tube and ovary and tube, non-tumor, resection ¿ left fallopian tube and ovary. On (B)(6) 2021: us transabdominal and transvaginal pelvis non-ob complete - impression: small free fluid in the cul-de-sac, left ovary not seen. Essure seen. Date of operation: on (B)(6) 2021, procedure: high uterosacral vault suspension transvaginal taping cystoscopy, vaginal hysterectomy total. On (B)(6) 2021: final pathologic diagnosis: gross description - the bilateral fallopian tube stumps contain a thin metal wire, consistent with an essure device. Specimen received: uterus, non tumor, hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.204 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2020: 45-year-old female with chronic pelvic pain. Has a previous pelvic ultrasound reporting bilateral complex adnexal cystic lesions. Patient reports being diagnosed with left pelvic kidney creatinine 0.64. Finding: the lung bases are clear. No opaque urinary stone. There is a left pelvic kidney. The liver, gallbladder, spleen, pancreas, right adrenal gland are normal. Left adrenal gland is not well seen. The right kidney is normal. There is a left pelvic kidney, which otherwise appears normal, without hydronephrosis. Urinary bladder is normal. Uterus and ovaries are normal. Essure devices are present. There is a 3.5 x 3.5 cm cystic lesion posterior to the uterus to the left of midline. There is mild sigmoid diverticulosis. Colon and appendix are otherwise normal. There is no small bowel obstruction. The aorta demonstrates normal course and caliber. No significant free fluid. No free air. Bone windows demonstrate mild degenerative changes without destructive lesions. Impression: 3.5 cm cystic lesion posterior to the uterus, left of midline, possibly corresponding to the left adnexal cystic lesion noted on the prior ultrasound. The size measures smaller than the prior ultrasound left pelvic kidney. Mild sigmoid diverticulosis without CT evidence of diverticulitis normal appendix.. Chief complain: follow up care. Visit diagnosis: female pelvic pain , bilateral ovarian cysts; on (B)(6) 2022: finding: lung bases are clear. The liver appears grossly normal on this non contrast study. The gallbladder, spleen and adrenal glands are normal. The pancreas appears normal without surrounding inflammatory change or ductal dilatation. There is a left pelvic kidney. There is no renal, ureteral or bladder stone. No hydronephrosis is identified. [Hysterosalpingogram] on (B)(6) 2019: uterus: the uterus appears normal in size and echogenicity. The endometrial stripe appears normal. The cervix appears normal. Right ovary: the right ovary appears normal in size and echogenicity. Left ovary: the left ovary appears normal in size and echogenicity. Adnexa: the right adnexa is unremarkable. There is a small amount of free fluid in the left adnexa. A simple cyst is visualized in the left adnexa measuring 3.7 x 2.4 x 2.5 cm. Additional information: patient stated she has a essure device. Impression: unremarkable uterus. Left adnexal 3.7 cm cystic structure, likely simple ovarian cyst, follow up can be obtained in 6-8 weeks to document resolution/stability. Essure device is partially visualized [mammogram] on (B)(6) 2018: negative. [Pathology test] on (B)(6) 2020: surgical pathology report: final pathologic diagnosis: right fallopian tube, salpingectomy: benign fallopian tube with para tubal cysts left fallopian tube and ovary, salpingo oophorectomy: benign ovary with cystic corpus luteum and cystic follicle. Benign fallopian tube with para tubal cysts. Clinical history: bilateral ovarian cysts. Gross description: the right fallopian tube received in formalin is a fimbriated slightly convoluted fallopian tube measuring 4.5 x 0.5 cm. The fimbriated end is seen as well as two small para tubal cyst each measuring 1.0 cm in greatest dimension. There are no significant lesions found. The specimen is representatively submitted in cassette "a1 with the entire fimbriated end. The left fallopian tube and ovary received in formalin is an ovary with attached fallopian tube altogether weighing 19.0 gm the ovary measures 3.5 x 1.9 x 1.5 cm and presents with a slightly convoluted tan yellow to purple-tan serosal surface. Specimen received: fallopian tube, salpingectomy ¿ right fallopian tube ovary and tube, non-tumor, resection ¿ left fallopian tube and ovary; on (B)(6) 2021: final pathologic diagnosis: focal adenomyosis, uterine corpus, total hysterectomy for clinical uterine prolapse. Secretory type endometrium. No significant pathologic change, uterine cervix. Status post bilateral salpingectomies, with the fallopian tube stumps showing metallic structures compatible with essure device. Gross description: the bilateral fallopian tube stumps contain a thin metal wire, consistent with an essure device. Specimen received: uterus, non tumor, hysterectomy [ultrasound scan vagina] on (B)(6) 2020: exam information: history, reason: left sided pelvic pain x 2-3 days. Last menstrual period: on (B)(6) 2020. Uterus: the uterus appears normal in size and echogenicity. The endometrial stripe appears normal. The cervix appears normal. The uterus is oriented retroverted and is midline. Essure devices seen bilateral. Right ovary: using color doppler, blood flow is demonstrated in the right ovary multiple hyperechoic foci visualized. The largest measures 3.0 x 3.0 x 2.0 m. Left ovary: the left ovary is not visualized. Adnexa: the right adnexa is unremarkable. Normal cul-de-sac visualized. Left adnexa pelvic left kidney visualized. No sonographic significant findings in left kidney. A cystic structure with septations and low-level echoes was visualized in the left adnexa. Structure measures 9.3 x 6.5 x 5.2 cm. Only seen transabdominal. Impression: left pelvic kidney. Cystic structure visualized in the left adnexa. Questionable left ovary verse other. Prior ultrasounds at (B)(6) in 2019 demonstrate left cystic mass as well but not as well seen on this study. Assessment: pelvic mass of unspecified site female pelvic pain; on (B)(6) 2021: uterus: the uterus appears normal in size and echogenicity. The endometrial stripe appears normal. The cervix appears normal. Essure is visualized. Right ovary: normal right ovarian follicle is visualized, measuring 1.2 x 1.2 x 0.5 cm. Using color doppler, blood flow is demonstrated in the right ovary. Left ovary: the left ovary is not visualized. Adnexa: there is a trace amount of free fluid in the cul-de-sac. The right adnexa is unremarkable. The left adnexa is unremarkable. Impression: small free fluid in the cul-de-sac left ovary not seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.